Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, shaft, and tip were microscopically examined and it was observed that at the hypotube was broke 15mm and 63mm rom the tip of the catheter. Functional testing revealed a ¿check saline¿ error. Due to the break in the hypotube the device would not get through priming. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-mar-2017. It was reported that the catheter would not pulse. An angiojet® solent¿ omni catheter was selected for a venous deep vein thrombosis (dvt) thrombectomy procedure. During the procedure, the catheter would not pulse. The device was reset three times and there was a message to replace the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine. However, device analysis revealed a broken hypotube.